Event description:
The rptr indicated that it was difficult inserting the vs-1/is-1 lead into the atrial port of the pacemaker. Repeated attempts were made to loosen and re-tighten the cap screw; silicone oil was also tried. The device was then turned upside down and a metal sound was heard. After that, the lead was inserted with little difficulty.

Manufacturer narrative:
An investigation was performed and it was determined that the connector would be modified to improve lead insertion characteristics.